Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of blurry vision, irritation, and pain the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision iol, li61ao 21.5. There were no complications, no incision enlargement, no serious patient injury, no sutures during the lens exchange procedure however, a planned pars plana vitrectomy was performed. Patient prognosis post lens exchange is unknown. The suspect iol is not available for investigation as it was discarded. No further information is available.